Manufacturer narrative:
A sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a scratch on the intraocular lens (iol) following implantation. The lens remains implanted . The reporter believes the scratch was due to the cartridge. Additional information has been requested however, further information has not been provided.

Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The used cartridge was returned. Inadequate viscoelastic was observed. The cartridge has evidence it was placed into a handpiece. The tip has heavy stress. The cartridge has internal damage, which has caused a disruption in the coating on the right side. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for presence of top coat. An internal disruption was observed on the right side. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Lens information was not provided. It is unknown if a qualified model/diopter was used. A handpiece was indicated. A non-qualified viscoelastic was indicated. The root cause for the reported lens damage not be determined. The lens remains implanted. The returned used cartridge was damaged. Material from the damaged cartridge may have been interrupted as the reported lens damage. A non-qualified viscoelastic was indicated. It is unknown if the iol was qualified. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).